Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the power management board. The stm then performed all calibration, functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to the field character limit; the full name should read (B)(6).

Event description:
It was reported that upon start-up, the cardiosave intra-aortic balloon pump (iabp) generated fault code 139. There was no patient involvement and no adverse event was reported.